Manufacturer narrative:
One set of dsafe86 inserts in sealed pouch were returned for evaluation. Visual examination confirmed an unknown substance (hard and yellowish), measuring 0.030"x 0.035" in size on one of the inserts inside the sealed pouch. The pouch was opened and the substance was sent to chemistry for testing. Chemistry testing found the substance showed similar absorption characteristics when compared to poly-n-methyl acrylamide like material. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. The customer report of contamination was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "a foreign material which was smaller than 1mm was found on the insert before use. The pouch was unopened." There were no patient complications reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.